Event description:
It was reported that all the values were high and orange and the patient couldn't get therapy. The issue was resolved by a device revision and lead replacement. The manufacturer representative indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep) stating the pt was having, they believe, therapy issues in a previous meeting (possibly loss of relief). Pt had higher impedances at that time, rep did not recall/did not believe they were necessarily out of range, and noted they were definitely not over 40k. Rep noted they saw patient yesterday for post-op appointment and everything is resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2026 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2026 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 02-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.